Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation noted 1 unopened coloplast male external catheter received. No obvious defects were noted. The adhesive peel test was performed per the standard and the sample was cut to the required width (1.00" +/- 0.05"). The adhesive peel strength was found to be out of specification (0.80-3.04 lbf). The sample tested above the specification. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that the male external catheter remained on the patient's body for 10-15 minutes after application. The patient noticed that some catheters felt more loose than others possibly due to less adhesive. Per sample evaluation it was found that the sample had strong adhesive.